Event description:
The manufacturer received information alleging a ventilator was alarming for buzzer alarm conditions. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issues.